Event description:
During an electrophysiology study, sustained polymorphic ventricular tachycardia was induced x2. Cardioversion was performed on this morbidly obese patient with a zoll defibrillator using 200 joules, biphasic. During the first episode the first of 2 shocks was ineffective at converting the rhythm. The second shock was effective. During the second episode the first and second of 3 shocks were ineffective at converting the rhythm. The third shock was effective.the energy was applied to the patient via hands free defibrillation pads. For the first event the pads were placed on the right upper chest and left apical area. The pads were replaced after the first event with new pads placed in the center of the chest, and center of the back.